Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 16oct2020.

Event description:
While the device was in use on a patient in the ICU, a "low minute ventilation" alarm occurred and thereafter the screen turned blank (blackout) and air flow stopped. A nurse reported it to an me and did power cycling; the device started to work as usual. The device was reported as being in use at the time of the event on a patient. The customer had a standby ventilator which was immediately connected to patient and there was no delay in therapy. No patient harm occurred. Operational check was performed but the reported phenomenon was not confirmed. The technician checked the error log then confirmed the occurrence of the a pressure regulation high error. Then the technician checked the pressure and the flow but no abnormality was confirmed. The technician determined no abnormality was confirmed in the unit. The replacement of the da board which watches the pressure is recommended for the prevention of the recurrence. When the oxygen concentration accuracy test showed a deviation from the allowable range, so the flow sensor assembly needs to be replaced.

Manufacturer narrative:
The device was reported as being in use at the time of the event on a patient. The customer substituted the ventilator with a standby ventilator. There was no patient or user harm reported. A philips service engineer (se) was dispatched to the customer site. The se could not duplicate the reported issue during evaluation; however, it confirmed the occurrence of the error code in the event log. The se replaced the data acquisition printed circuit board assembly (da pcba) as a precaution. Operational testing was conducted, and the device passed all required testing. The removed data acquisition printed circuit board assembly (da pcba)was returned to the failure investigation lab (fi). Visual inspection of the da pcba revealed no evidence of damage or contamination. The fi technician installed the da pcba into a fi ventilator to duplicate the reported issue. The customer complaint could not be verified. No errors occurred during the cycle test, and no-fault was found.